Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmeas, there is no evidence that the device was out of specification. The event was procedural. The most probable root cause is the surgical procedure.

Event description:
The surgeon was performing a right side si joint arthrodesis in (B)(6) 2020 when he noticed significant bleeding from the wound site. Bleeding was found by ir to be coming from the superior gluteal artery. The patient has a previously installed spinal cord stimulator in the right gluteal region. The surgeon used the aquamantys (hemostatic sealing device) to locate and cauterize the bleed. Blood loss was estimated to be around 1.5 l. The patient received 2 units of rbcs in transfusion. The patient remained hemodynamically stable. The surgical incision was closed, and the patient was transferred to the hospital. The implant was left in place. No additional implants were placed. This is a case of vascular injury (a branch of the superior gluteal artery). It is unusual for a surgeon to experience this type of injury with placement of the most cephalad implant. The branches of the superior gluteal artery become smaller as they arborize in a cephalad direction in the gluteal musculature. This is a low frequency occurrence.